Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse asked the customer to run hemolysis wash (h/w) through the lines and restart the system with normal start up; however, the high pressure error persisted. Fse arrived at the site later that day. Inspection of the device revealed a clog in the sample loop. Fse replaced the sample loop then performed a drain flush. He was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to a clogged sample loop.

Event description:
On (B)(6) 2017, the customer reported receiving high pressure alarms with their g8 analyzer. The customer stated that they changed the column and filter with no resolution. Technical support (ts) instructed the customer to check the pressure stepwise and noted the high pressure to be right before the filter. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.